Manufacturer narrative:
The impella cp optical pump was discarded by the customer. Upon any new information received, a supplemental report will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed an access site bleed. As treatment, surgical intervention was performed to remove the impella and multiple blood products were delivered.